Manufacturer narrative:
Evaluated three opened/used enlite sensors and found all needle hubs separate from sensor base. The needle retracted inside needle hubs and was unable to perform insertion anomaly due to customer returning sensors opened/used. The complaint was against sen-serter. We were unable to confirm adhesive anomaly due to sensors was returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 501 mg/dl. The customer stated their blood glucose was lowered to 469 mg/dl at the time of the call. The customer also reported a sensor anomaly. Customer stated the sensor stayed on the pedestal and the needle was stuck inside the inserter. The customer's blood glucose was 177 mg/dl at the time of incident. Troubleshooting found the catch arm was not bent on the sensor. The customer also reported three of their previous sensors had the same issue. The customer declined to troubleshoot for their high blood glucose. Customer agreed to return the sensor for analysis.